Event description:
A falsely elevated troponin I result of 4.13 ng/ml was obtained. The result was not reported to the physician. The sample was tested again and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument indicated a mechanical problem with the hm mixer.